Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen does not respond when pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter pon query by hospira personnel.